Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away in hospice on (B)(6) 2016. Customer had pain and a bone infection. Customer was admitted into the hospital on (B)(6) 2015. Customer's blood glucose at the time of admittance was unknown. Customer's blood glucose at time of death was unknown. Last blood glucose recorded was 230 mg/dl on (B)(6) 2016. Customer's cause of death was a bone infection. Customer also had copd, congestive heart failure. Insulin pump was removed from customer two weeks prior to death by emergency workers. Reason for insulin pump removal was illness. Customer was not wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Insulin pump would be returned for analysis.